Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient's pump was filled with hydromorphone yesterday and it took 20 hours for the saline to make its way out the catheter and the medication to start. Today the patient has been unable to urinate. They were advised to go to the emergency room and to have a company representative (rep) come check the pump settings. Agent reviewed mdt rep role and provided the national answering system phone number for the healthcare provider to use for scheduling purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.